Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped and the sheath was inserted into the pts' femoral artery. As the surgeon was inserting the iab through the sheath he met with "a lot of resistance all the way into the pt." The surgeon also stated that the catheter "bunched up at the entrance to the sheath while the iab was being inserted into the pt." Once the iab was in place, the surgeon found that the iab membrane did not inflate. The surgeon then tried to manually inflate the iab with the syringe provided in the kit without success. As a result, the iab and the sheath were removed. Reference MDR# 1219856-2010-00349 for the second event involving the same pt.